Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. A leak was detected at approximately 240°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the cavity ID end. The fiber fragment was positioned on the outer perimeter of the fiber bundle and was approximately 1.43mm in length above the polyurethane (pu). An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there were three other complaints reported against the lot. The complaints address an internal blood leak (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility manager of inventory reported that a dialyzer blood leak occurred. Upon follow-up with the charge nurse (cn), it was reported a "minor blood leak" alarm occurred immediately after the start of a patient¿s hemodialysis (hd) treatment. The cn confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a "minor blood leak" alert as blood was noted in the arterial line prior to contact with the dialyzer. Fresenius combi set bloodlines were being utilized for the treatment. Treatment was immediately discontinued and blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cn the patient¿s blood was returned and stated there was no blood loss. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility manager of inventory reported that a dialyzer blood leak occurred. Upon follow-up with the charge nurse (cn), it was reported a "minor blood leak" alarm occurred immediately after the start of a patient¿s hemodialysis (hd) treatment. The cn confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a "minor blood leak" alert as blood was noted in the arterial line prior to contact with the dialyzer. Fresenius combi set bloodlines were being utilized for the treatment. Treatment was immediately discontinued and blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. Per cn the patient¿s blood was returned and stated there was no blood loss. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.